Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is considered to be "user error". The wheelchair was evaluated and the manual stand feature mechanics were found operating according to specification. The patient was interviewed and was unable to remember any specific details from this event. It has been speculated that the knee blocks were not installed so the patient could transfer out of the device and the safety locks were not engaged allowing for involuntary actuation of the standing mechanism. As the patient started to transfer out of the seat, grabbed the unlocked arm loop lever and activated the manual stand feature which dumped the patient in the floor sustaining injury. Based upon the lack of evidence to support a product malfunction, root cause is associated with user error and the failure to follow instruction. It has been stated that the patient doesn't want the product returned and the servicing dealer is working on an alternative solution for mobility. If the wheelchair is given back to the patient, they will reinstruct them on proper usage referencing the warning labels found within the owner's manual (attached to report). Note: the event date was discovered to have occurred sometime in the month of (B)(6) 2017, exact date is unknown. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Manufacturer narrative:
Investigation pending and root cause is yet to be determined. Their has been difficulty in establishing contact with the patient to schedule an evaluation with the wheelchair. Permobil has established contact with the patient and our attempt to perform the evaluation is underway. Upon completion of our assessment a follow-up report will be submitted along with any missing information not contained within this report. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports that patient injured herself transferring out of chair. Reporting source stated that it is possible that wheelchair was not completely locked down during this event. Exact date of event is unknown as of (B)(6) 2017. Note: on (B)(6), permobil was made aware of serious injury from which the patient broke both tibia bones and required surgery on both legs.